Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that nurse placed a powerglide on a patient and right after insertion noted that it was leaking at the insertion site with flushing. Nurse removed the powerglide and noticed it had a pinhole in the catheter right at the hub. No harm was done to the patient and no negative outcome came of the event. No other information provided, at this time.